Event description:
It was reported that the patient presented for a routine pulse generator change out. During the procedure the device was programmed to doo mode and loss of output was noted. The physician used electrocautery, once it was stopped, inhibition continued for 2-3 seconds. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.